Event description:
It was reported that unspecified bd infusion set was leaking. The following information was received by the initial reporter with the verbatim: it was reported by the customer that component damage- leak.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.